Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure at the first firing at resection of lobectomy the surgeon fully fired the device and checked the resected site and noticed it was resected abnormally. There was bleeding noted at the staple line which was able to be stopped. The customer could not identify which one of the cartridges had the issue so they returned all 3 cartridges used in the procedure. There was tissue damage noted. The status of the patient is no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads, one photograph, and one video of the incident. Visual inspection of the returned products noted that the reloads were fully fired. Visual inspection of the video noted that bleeding was present at the cut line. Functionally the reloaded were loaded into a pmv representative instrument. The reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.